Event description:
Litigation alleges pain, metallosis, tissue and fluid formation, difficulty walking and elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 02/18/2014 - medical records received. Upon revision metal dark staining, black-stained tissue within the joint, and corrosion were found. The sleeve, stem sleeve, and stem are now being added to the complaint. This complaint was updated on: 04/24/2014.